Event description:
2025 (B)(6) (B)(6) (rep, hcp, for): medtronic received a report that the right posterior communicating artery aneurysm underwent stent-assisted embolization. The second coil was filled with apb-1-3-hx-es. During the adjustment process, it was found that it was difficult to push and pull out, so the microcatheter was withdrawn from the body together with the spring coil. After detachment, the spring coil was in a stretched state and the operation was ended. The coil was stuck in the catheter. The catheter was not damaged. The coil was damaged. The cause of the resistance and stretching could not be determined. The coil exited the introducer sheath smoothly, and a continuous saline flush was administered and maintained in accordance with the IFU. It was reported that after detachment, the spring coil was in a stretched state, though it could not be determined whether premature detachment had occurred. The procedure was not completed as planned; the second coil could not be implanted, so it was withdrawn and the operation was ended. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured right posterior communicating artery aneurysm with a max diameter of 2.3 mm and a 1.6 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.